Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. The coil cap was separated from the sv cover. Excessive force was applied. Additional: a batch review has been performed. All release criteria have been met for the production of this lot. The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation idc-CAPA-(B)(4).

Event description:
Report 2 of 2. The facility reported a total of two infusors to baxter that had a higher part broken on the device. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The customer stated that the device is available for evaluation; however, baxter has not yet received the device. A follow-up medwatch report will be submitted when the evaluation results or additional information becomes available.